Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The customer stated that he went into an MRI, and had placed the pump in a locker, but when did rewind, the insulin pump got an error alarm. Explained to customer that the insulin pump should not be exposed to magnetic force. The displacement test could not be performed due to the continuous motor error alarm. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind process as a result of the motor encoder signal being out of phase.